Event description:
New information received notes that there were no visual burn marks and no harm was caused to anyone who was working with the programmer.

Manufacturer narrative:
(B)(4). The reported field event of burning smells could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the programmer was unresponsive in clinic multiple times, and was rebooted. The clinic then reported smelling an electronic burning smell and shut the programmer off to avoid any additional issues. The programmer was returned.